Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor apllicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be d etermined. Although it is unknown whether the device contributed to the reported event we are filing this MDR for notification purposes only.

Event description:
Initial diagnosis-congenital scoliosis disease it was reported that patient underwent fusion surgery segmentally at th10-iliac and pedicle subtraction osteotomy at l3 on 8 (B)(6) 2015. Post-op, patient's legs were not moving.a revision surgery was performed for redecompression on the same day with initial surgery because the patient's legs did not move.surgeon commented that the patient could have developed numbness due to decompression.